Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer resumed delivery and the alarm did not reoccur. Blood glucose level was 129mg/dl. As the customer was not receiving an occlusion alarm at the time of the report, troubleshooting to determine a possible cause of the event was unable to be performed.